Event description:
Cam02 camino advanced monitor problem on (icp) intracranial pressure flex connector. Spoke with the biomed who reported that the unit did not have any damaged parts when it was first delivered to the hosp. The cam02 was returned to his dept with the flex connector damaged, it appeared as if the part either became stuck in the bed rail and was pulled off or someone pulled it off. There was no pt injury as a result of this failure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.